Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary rx partially covered stent was implanted in the distal common bile duct to treat a 4-5 cm malignant bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was intentionally deployed but in the incorrect location. The stent remains implanted, and a second wallflex biliary stent was placed inside the first wallflex stent to reach the duodenum and the procedure was completed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.